Manufacturer narrative:
H.10: based on available information and results of service activity which did not identify any device issue, it is reasonable to assume that the most likely root cause of the reported event is an internal intermittent electrical fault, probably due to loose connections, boards not seated properly or false contacts. This type of issues were likely resolved while performing the service activity by re-seating the circuit boards and fitting the connections.

Event description:
See initial report

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was randomly shutting off during operation. Reportedly the issue occurred (3) times. There was no report of patient injury.